Event description:
It was reported that a piece of a stone cone retrieval device broke off during a case in december 2002 and was left in the patient. A ureterscopy was performed in january 2003 and the piece was successfully removed. During follow-up it was reported that there was a direct hit of the laser on the stone cone, which resulted in the break. There was no injury to the patient in either procedure. This device has not been returned for evaluation. Therefore, a failure analysis is not available. As a lot number for this device was not provided, a device history search could not be performed and co is unable to determine if the device met its specifications.